Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/03/2024, it was reported by a sales representative via (B)(6) that an ar-6480 dw pump would increase the pressure on its own. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, g3, h3, h6: type of investigation, investigation findings, investigation conclusions, and h10. One unpackaged ar-6480 dw pump serial number: (B)(6) was returned for evaluation. Visual inspection noted no problems with the device. The returned device was assembled with an ar-6410 lot#71915423 and ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The pump ran for 41 minutes with no issues. No changes in the pressure were noted during the time the machine was tested, and the pump consistently maintained at 49-50 with no sudden changes in pressure. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 45 and 91, respectively. These results indicated no problem with pressures. No problem found. Refer to investigation photos. Complaint allegation is not confirmed.